Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral impactor will not hold implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 950501171 hp fem imp/ext associated with this report was not returned. A search of the complaint database against reported product code 950501171 finds additional reported events of the device not securing the femoral component. The additional reported events were investigated and the root cause attributed to device wear and/or possible misuse. The investigation could not verify or identify any product contribution to the reported event without the device to examine. The investigation could not verify or identify any product contribution to the reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.